Event description:
Knee discomfort [musculoskeletal discomfort]. Could not straighten my left leg [joint range of motion decreased]. Could barely walk [gait disturbance]. Both knees hurt [arthralgia]. Left knee swelled up [joint swelling]. Withdrew some fluid out of my left knee [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a male patient, initials (B)(6), age unknown, with a medical history of an unspecified disorder of the left knee, mild discomfort in his left knee, and previous treatment with synvisc injected into his left knee and left shoulder on an unknown date, and in his left knee on an unknown date in (B)(6) 2007. He stated that each time he used synvisc he noticed a significant improvement. The patient had x-rays in (B)(6) 2010 and the physician told him that he would benefit from synvisc-one injections in both knees. On (B)(6) 2010, the patient was administered synvisc-one in both knees. He stated that after the injection, both knees hurt, and his left knee swelled up so much that he could not straighten his left leg and he could barely walk. The patient saw the physician for follow-up on (B)(6) 2010 and had a follow-up MRI (magnetic resonance imaging) on (B)(6) 2010. The patient had additional follow-up with the physician on (B)(6) 2010. Treatment included ibuprofen, ice packs, and elevation which did not help the symptoms. The patient initiated treatment with an unspecified steroid and while this eventually reduced the swelling, the knee discomfort had not resolved. The physician performed arthrocentesis on his left knee on an unknown date in (B)(6) 2010. He stated that this "helped a little" but after over three months post-injection, his knees still hurt, more so than before the injections. He stated that he never had an allergic reaction to the three previous synvisc injections, and he did not have an allergy to feathers, eggs or poultry. He further stated that he did not have a knee joint infection, skin disease, or infection around where the injections were given. At the time of this report, the outcome of the reported event and treatment were unknown. The synvisc-one lot number was not provided. No further information was provided. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.